Event description:
It was reported that patient underwent total hip arthroplasty in 2008. After the procedure, it was discovered that the wrong sized m2a modular head had been implanted. Patient was informed and returned to surgery the same day to have correct modular head implanted.

Manufacturer narrative:
There have been no trends identified related to this type of event.